Event description:
It was reported that a device was used during a routine laparoscopic gastric bypass. Approximately one day post-op, patient exhibited signs of infection. The pt was reopened laparoscopically it was found that there was an incomplete staple line. The surgeon had to over sew with vicryl to close the leak and the patient recovered without further incidence.